Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information from the customer received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure was extended for 30 minutes" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, the phenomenon " e224 error" likely occurred because communication failure occurred due to a malfunction of the cable or imaging unit. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed there were no known impact other than extended surgical time. Other related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the 4k autoclavable camera head showed e224 error (scope communication error) during preparation for use for an intended therapeutic salpingectomy procedure. The procedure was prolonged for approximately thirty minutes and the patient¿s anesthesia/sedation was extended by approximately thirty minutes. The procedure was completed with the same equipment. There were no reports of patient harm or impact associated with the reported event.